Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the product is received at a later date, an investigation will be conducted and an additional supplemental will be submitted.

Event description:
It was reported that during an embolization treatment procedure in the emergency room, no coil was observed on the delivery pusher. There was no clinical consequence for the patient. Another device was used to complete the treatment. No harm or secondary intervention was reported.